Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained when an in-house control fluid was tested using vitros ipth lot 1550 on a vitros eci immunodiagnostic system. A definitive cause of the higher than expected vitros ipth results was not established. A vitros ipth lot 1550 reagent issue is an unlikely contributor to the event as acceptable results were obtained from further in-house control testing on multiple different instruments on the date of the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1550. An instrument issue cannot be ruled out as a contributor to the event, as higher than expected results were isolated to a single instrument and no diagnostic precision testing was conducted around the time of the event to verify instrument performance. Improper in-house control handling is an unlikely contributor to the event, as it was indicated fluid handling was acceptable. However, an issue with the c-d7 control cannot be ruled out as a contributor to the event. It is possible that there was contamination in the vial under test when the higher than expected vitros ipth results were obtained, however, this could not be confirmed. (B)(4).

Event description:
The investigation determined that higher than expected vitros ipth results were obtained when an in-house control fluid was tested using vitros ipth lot 1550 on a vitros eci immunodiagnostic system. In-house control lot c-d7 results of 1489.84 and 1542.74 pg/ml versus the expected result of 1060.65 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained when an in-house control was processed. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) nonconformance (B)(4).